Event description:
During surgery, the tip of the screwdriver broke off into the head of the screw. Surgery was delayed approx 20 mins.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the inspection records and to determine the age of the instrument was not provided. A two-year search of the complaint database found no prior reports for the tips breaking for this product number. The investigation could not draw an conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.